Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation the pump was found to be displaying "1660" error code message on power up when batteries were inserted. The investigation reported that the "dropped in pool and error 1660" issue was caused by water damaging into the main microprocessor unit board. Therefore, the pump microprocessor unit board will be replaced. The problem source of the reported problem is user interface (customer neglect).

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, it was noted that the pump was dropped in pool and exhibited error 1660 alarm. No patient involvement reported.